Event description:
Prior to a case during prerun error 7 occurred. The disposable was re-torqued and then the 4-40 stud broke off the handpiece. The handpiece was replaced and the case was completed successfully with no pt consequence.